Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was removed for unknown reason and replaced with a new aus system consisting of: a 3.5 cm cuff, a 4 cm cuff, a control pump and a 71-80 cm pressure regulating balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient experienced recurring incontinence because the device was not working due to a fluid leak. The patient had a good outcome.